Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the proximal lad with moderate tortuosity, moderate calcification and 90% stenosis. A 1.5 x 12 mm voyager balloon catheter crossed the lesion and pre-dilatation was performed. Then, the 2.5 x 15 mm voyager balloon catheter was also advanced and dilated, however, the balloon ruptured at 14 atm when it was inflated for the fourth time. No pt effects were reported. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon ruptures include, but are not limited to, interactions with other devices, pt anatomy, or lesion calcification and tortuosity. In this instance, the lesion was moderately tortuous and calcified with 90% stenosis. It is possible that the balloon material was damaged during interactions with other devices or the tortuous and calcified lesion, such that the balloon ruptured after multiple inflations. Unfortunately, without the returned device for analysis, a conclusive root cause for the reported difficulties could not be determined.